Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The pt/layperson complained that her one touch ultra meter had reverted to the set up mode after replacing the battery in 2009, so that she was unable to test. The pt's daily treatment regime is oral diabetes medication. Twelve hours later the next day, the pt allegedly had symptoms of blurred vision and hunger. The pt self treated with food and drink. The cca resolved the issue and also replaced the meter. Because the catheter's symptoms meet the criteria for serious injury and started after the alleged issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.